Manufacturer narrative:
Additional information was received from the clinical site that the dissection was not related to the valve or delivery catheter system (dcs).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, during placement of a non-medtronic closure device, hemostasis was unable to be obtained due to a dissection in the right common femoral artery. Subsequently, a stent was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.